Manufacturer narrative:
D.4.: lot #: not provided. H.3.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while filling the liquid medicine, it leaked from the joint between the connector and the tube, so it was replaced with a new one. There was no patient involvement.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12256 for details pertinent to this event.